Event description:
Olympus was informed that during a laparoscopic colectomy procedure, the teflon pad was peeled back (detached). The user removed the teflon pad and continued the procedure. However, a probe error alert was displayed shortly after. The device was removed from the pt. The probe appeared still intact. The procedure was completed with a different but similar device. There was no pt injury reported.

Manufacturer narrative:
The thunderbeat device was not returned to olympus as it was discarded by the user facility. The exact cause of the user's experience could not be conclusively determined at this time. If add'l info becomes available at a later time, this report will be supplemented.